Manufacturer narrative:
Exact date unknown, event occurred a year or so after being implanted.

Event description:
It was reported that the patient was experiencing irritation at the pocket site and had inadequate pain relief. It was also stated that the patients body was rejecting the ipg. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.